Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 26-jul-2018 with the following findings: during investigation, the pump powered on with auditory and vibration to a blank screen. The pump¿s cover was removed and the electronically erasable programmable read-only memory (eeprom) component was cracked. Evaluation revealed that the eeprom component had failed.